Manufacturer narrative:
Conclusion: off-label, unapproved or contraindicated use (infection prior to implant). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the emergent endovascular treatment of an 4 cm in diameter infected abdominal aortic aneurysm. It was reported that after the procedure antibiotics were prescribed, however the patient's fever did not subside after the procedure. On an unknown date the endurant stent graft was diagnosed as infected. The physician elected to explant the endurant stent graft system from the patient's body. An open surgical repair with a rifampicin soaked y-graft replacement was performed. The event was resolved. Per the physician, the cause of the infection and removal of the endurant stent graft was due to the pre-existing infection. No additional clinical sequelae were reported and the patient is fine.